Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced due to an issue with the outer cylinder, which was observed to contain saline in the outer layer, without a rupture being observed. A surgical procedure was performed in which the existing device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 101346001. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). Correction to field h6: device codes.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced due to an issue with the outer cylinder, which was observed to contain saline in the outer layer, without a rupture being observed. A surgical procedure was performed in which the existing device was explanted and replaced. There were no patient complications reported.